Event description:
It was reported that the patient artificial urinary sphincter (aus) cuff eroded into the urethra. The entire aus system was removed in (B)(6) 2019 and a new one was reimplanted in (B)(6) 2019. The patient is doing well after the procedure. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.